Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump received with a blank display anomaly due to cracked lcd glass. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Insulin pump received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had crack and its screen was broken. Insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.